Manufacturer narrative:
Investigation description: although alert 90 was not duplicated, it was confirmed in the engineering logs. Alert 90 is associated and determined to be caused by a software bug. Engineering logs attached to files section.

Event description:
It was reported that an ilet bionic pancreas exhibited alarms consistent with a software runtime error and an algorithm output range error, requiring a restart and leading to a replacement device being shipped while the original is awaited for return. Symptoms included device alarms and interruption of automated insulin dosing. Outcomes included temporary loss of automated therapy and need for user guidance, with the patient advised to continue cgm use via dexcom and to shut down the ilet to avoid further alerts. Investigation included remote troubleshooting and user education. Investigation of this case revealed software-related malfunction consistent with runtime and algorithm output range faults. It was concluded that the device required replacement and that data would not transfer to the replacement, necessitating a new startup process.